Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for internal memory error. No further information was provided. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was on site. The fse re-installed the software to eliminate the error. There is no technical error in the received logs indicating a ventilator malfunction on event date. The new software installation was successful and solved the issue. We have not been able to determine the root cause of the reported issue. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).